Event description:
It was reported that there was a loss of effect in the patient. A dye study was performed where the dye went intrathecal and cerebrospinal fluid was able to be aspirated. The catheter was replaced for a possible micro-tear, but also because no other problem could be found. At the time of report, there was no patient injury or adverse event. The drug used in this system was lioresal. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013. Product type: catheter. (B)(4).